Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("chronic bleeding: menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: plaintiff fact sheet received. Event vaginal bleeding was added. Ablation as surgery added. Reporter & patient information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("chronic bleeding: menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("chronic bleeding: menorrhagia (heavy menstrual bleeding)"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage and menorrhagia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Product indication updated. Previously reported ¿injury to herself¿ was updated to general abnormal bleeding, migration, dysmenorrhea (cramping) and chronic bleeding: menorrhagia (heavy menstrual bleeding). Essure was not removed. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.